Event description:
It was reported that the patient presented for a follow-up in clinic. The right ventricular (rv) lead was discovered to be dislodged via a chest x-ray. This led to loss of capture and decrease in sensing. The patient was asymptomatic. The rv lead was repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.